Manufacturer narrative:
Qn #(B)(4). The customer returned only the product lidstock for analysis. The arterial catheterization device was not returned. Visual analysis could not be performed without the device returned. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "anaethetist inserting arterial catheter had 2 failed attempts with no evidence of flash back seen. On removal strong bright blood flow indicating was in the artery on both occasions". A new kit was used to resolve the issue. The patient is fine and had no harm or injury. The associated emdr report numbers are 9680794-2025-00143 and 9680794-2025-00142.

Event description:
It was reported "anaethetist inserting arterial catheter had 2 failed attempts with no evidence of flash back seen. On removal strong bright blood flow indicating was in the artery on both occasions". A new kit was used to resolve the issue. The patient is fine and had no harm or injury. The associated emdr report numbers are 9680794-2025-00143 .

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a valid lot number.